Manufacturer narrative:
(B)(4). A maquet service tech evaluated the device and found the failure was the hl20 console and not te rataflow. The pressure modules were out of specification. Calibration of the pressure modules was performed. An error message em07 was noted on the control panel display. Troubleshot the power supply module and found it was out of specification causing erratic readings with the pressure channels I and ii. Ref voltage was adjusted to specification and verified error was cleared. Complete function checkout and safety tests were performed and passed. The unit was returned to service.

Event description:
It was reported that pressure transducer readings on the hl20 were too high. The pump was shut down and the pressure transducers were replaced, but the readings were still incorrect. The tubing was replaced and the readings did not improve. The rotaflow was replaced with a new unit and readings were correct. The unit was brought down to biomed and held for a maquet service tech to review. Ref: (B)(4).